Event description:
It was reported that on (B)(6) 2008 the patient presented with spinal stenosis and degenerative disk disease at l3-4-5-s1. The patient underwent l4-s1 plif and posterolateral fusion using local bone graft, theken titanium pedicle screw instrumentation, interbody cages, and rhbmp-2/acs. Per the operative report, ¿the patient began to develop a bit of coagulopathy at the last 20 minutes of the case. This was felt to be the caused by liver function abnormality.¿ there were no other noted complications. It was reported that the patient sustained unspecified injuries.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.